Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that it was difficult to insert the lid device into the handpiece of the sagittal saw with key device. It was further determined that it was impossible to insert the motor cover and activate the lever to "saw" function. According to the report, the metallic ring inside was not positioned the way the manual displayed it. The surgery was prolonged for fifteen minutes while retrieving a spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the lid could not be locked, the protection ring was not adjusted and the housing was deformed. The assignable root cause was due to faulty design and construction. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.